Event description:
A sophy adjustable pressure valve sm8-400 has been implanted to a child (date of implantation unk) for ventriculo-peritoneal shunting with the pressure set at 80 mmh2o. Though the valve was sent at low pressure, hypodrainage was observed.

Manufacturer narrative:
The incident has been reported to manufacturer on 08/23/2006. The valve has been returned on 08/29/2006. Results of analysis will be developed in a follow-up report.